Manufacturer narrative:
The device was received for evaluation. During evaluation, the device passed flow rate accuracy test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was not identified and no pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy test at values 21.70 and 21.63. There was no patient involvement. No additional information is available.